Manufacturer narrative:
Per the philips customer service center, the customer did not approve the cost of repairs so the fse did not go to the site.

Event description:
The customer reported the device would not power on. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device would not power on. No patient harm reported.